Manufacturer narrative:
Additional information in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4156490. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Was button depressed? Can the button be pushed or does it appear ¿stiff or stuck¿ would not depress. No information if it was stiff or stuck. Did needle retract at all? Was there a needle stick injury? Did not retract. No needlestick injury. Any adverse event or serious injury reported to patient or healthcare professional? No. Please confirm whether there was any patient impact. Required additional IV start.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: (B)(4) batch#: (B)(4). It was reported by customer that I received a product concern on a nexiva 22g 1¿ dual port with lot# 4156490. The needle would not retract. This was reported only once and may be a one off. Have there have been additional reports of same concern with the reported lot? Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. I received a product concern on a nexiva 22g 1¿ dual port with lot# 4156490. The needle would not retract. This was reported only once and may be a one off. Have there have been additional reports of same concern with the reported lot? Please process complaint and see the lot insight request as well. Thank you.